Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, during the closure of enterostomy, the device did not fire and the black pusher thumb piece could not be moved at all. The device was replaced by another lot to complete the case. There was no patient injury.